Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2002 and mesh was implanted. It was reported that the patient underwent repair surgery on (B)(6) 2006. It was reported that the patient have hernia repair on (B)(6) 2009, (B)(6) 2011 and removal on (B)(6) 2020. Other procedure was captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 8/12/2024. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-05082024-0001686115 submitted for adverse event which occurred on 2/9/2006. Mwr-05082024-0001686116 submitted for adverse event which occurred on 7/2/2009. Mwr-05082024-0001686117 submitted for adverse event which occurred on 3/29/2011. Mwr-05082024-0001686118 submitted for adverse event which occurred on 10/27/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.